Manufacturer narrative:
Initial and final (B)(4) device 3 of 5.

Event description:
Reference number (B)(4). Event occurred in the united states it was reported that the patient experienced five infusion sets not sticking due to poor adhesive event on (B)(6) 2026. No further information available.